Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
Office stated that the patient started using the appliance on (B)(6) 2024. The patient reported on 12/29/24 that noticed the anchor of the lower arch broke off when trying to use the device. The patient discontinued using the device, no other information was provided, and no adverse consequence was reported. The provider stated that the device was cleaned with water prior to delivering to the patient and it is unclear how the patient maintained the appliance.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results: the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: the product was returned, but not in the original case. The device was visually inspected and the following was found: roughness - the flange was smooth; internal/external surfaces were smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was transparent and had yellow discoloration. General cleanliness - the returned device appeared to be not clean. It was observed that an anchor was broken off of the device and a connector was not detached to the device due to the broken anchor. Root cause description: the root cause could not be determined. A potential root cause is due to an incomplete curing which may have caused the anchor to break off. Manufacturer reference: (B)(4).